Manufacturer narrative:
Findings: unit received a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify prime/fill anomaly due to compromised force sensor alarm. Unit was received with normal operating currents and passed unexpected restart error test. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 300 mg/dl. The customer stated insulin is squirting out during the manual prime process. Customer stated they are unable to exit the preparing to prime loop. Customer is not calling for technical troubleshooting. Customer was advised to hold down act until they receive 2nd series of beeps and or number appears on the display. Customer did not received 1st or 2nd series of beeps. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.